Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported surgical intervention is scheduled where the patient's ipg will be replaced due to an unknown reason.

Event description:
Follow-up identified the reason for ipg replacement was patient elected to take advantage of new technology.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was replaced with a new model.